Event description:
Failure to alarm: leak but no alarm.

Manufacturer narrative:
The reported complaint was not confirmed. A technical evaluation conducted at the (B)(4) service center on 29 april 2014 did not find any defect that could have contributed to the reported failure to alarm issue. The pump was found with cosmetic damages (top and bottom cases), however, the pump passed all functional tests and was found working within specification. Due to device age and cost effectiveness, it was decided to dispose of the device (refer to ra#(B)(4)). The root cause for the reported issue is deemed undetermined. Loss of dressing adhesion could be attributed to a combination of factors such as wound location, patient mobility, constant friction, pressure directly applied to wound site, accumulation of moisture underneath the dressing, and proper preparation of the periwound skin as per clinical guidelines. In regards to a pump not triggering a leak alarm, it is likely that a partial blockage led to the observed issue and the pump did not alarm because the system was still reaching vacuum in presence of partial blockage (potentially caused by clotting or buildup of blood clots/exudate inside the wound filler (foam/gauze). The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing for more 1(one) minute. Presence of a partial blockage is supported by the facts that softport appeared compressed when lower part of drape was noticed detached and leak alarm was triggered when the nurse removed part of the dressing. Per the information provided no patient injuries or harm occurred in association with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm: leak but no alarm.

Manufacturer narrative:
Active investigation in progress; result of investigation will be provided in a supplement report.